Event description:
It was reported that during insertion, the catheter got stuck when advancing through a 5 fr sheath. The catheter never made it through the sheath & into the pt. Another catheter of the same make completed the procedure without pt injury or further complications.